Manufacturer narrative:
The tech found the trend gas springs were frozen and would not move. The tech replaced the trend gas springs to repair the bed.

Event description:
Info rec'd indicates the bed will not go into trendelenburg.